Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was presented in the emergency room. Upon interrogation, it was noted that the pacemaker was in back-up mode. No intervention was performed. The patient was in stable condition.